Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection.